Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.

Event description:
Patient presented with calcified external iliac arteries with previously implanted bare metal stents. Implant of bifurcated device (ref MFR report #2031527-2011-00042) and an aortic extension (ref MFR report #2031527-2011-00048) was successful. Patient was transferred to recovery after completing the procedure. The next morning, patient was showing signs of paraplegia from t2 down. It was reported patient died on (B)(6) 2011 of multi-organ failure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.